Event description:
Customer's family member reported device = 84 mg/dl at 6:30 am. Customer went on with their day and began jerking and trembling. At 2:09 pm, device = 110 mg/dl. Customer was still jerking and daughter called emergency medical technician (emt). Emt device = 47 mg/dl, fifteen minutes later and their device = 46 mg/dl. Emt gave customer glucose, orange juice, and a piece of candy. Control information was not provided. A request was made for return product and replacement product was sent.